Manufacturer narrative:
The surgery is addressed and reported in MDR# 3004209178-2016-01154.

Event description:
The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. The patient stated that they were going to have the operation to relocate it last month, but the patient had to reschedule due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.